Event description:
It was reported in a piece of literature in association with manual CPR that the device was used on a patient who was receiving CPR outside the hospital and had been ventilated. During the intubation it had been very difficult to get the tube in situ. On the ER the patient had output and the lucas was removed. The patient did not feel well and was diagnosed with a stomach rupture (blowout from the stomach) and was operated on several times. The patient did not survive.

Manufacturer narrative:
(B)(4). (B)(4) an importer /distributor for jolife (B)(4), performed a clinical review of the reported event and determined that the device use could have contributed to the death of the patient. The patient had a lot of air in the stomach likely due to the wrong position of the endotracheal tube placed in the esophagus instead of the trachea. The use of the device on the patient with the air in the patient's stomach could have caused the rupture of the stomach. The device was not returned to (B)(4) for evaluation. This issue was attributed to use error and there was no indication of a failure of the device. This report has been previously reported by (B)(4) under manufacturer report # 3015876-2013-00505.